Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and leg surgery for 2 weeks. The customer blood glucose value was 27.6 mmol/l. The customer treated for high blood glucose with insulin pump. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was not on auto mode. The customer reported that cannula was bent. The insulin pump will not be returned for analysis.